Event description:
After one hour past of ivtm therapy, customer noticed blood tinge in the start-up kit and the thermogard ivtm system displayed "mid:09 (air trap assembly) error message. The icy catheter (lot # 172067) was removed and the customer noticed leak between the 2nd and 3rd balloons. A new icy catheter lot #172067 and a new suk were placed to continue with treatment along with the same thermogard ivtm system. About 16 hours later, the saline bag emptied and the thermogard ivtm system displayed "mid:09 (air trap assembly) error message. Balloon leak on the icy catheter was suspected. A new catheter and a new suk were replaced and treatment continued with the same thermogard ivtm system. The icy catheter insertion was smooth into the patient's left femoral vein. Per reporter, the possible cause for the catheter leaks was due to a pacemaker that was inserted into the patient's right femoral vein. No consequences or impact to the patient. Please see the following related MFR report: MFR (B)(4) for the second icy catheter (lot #172067).

Manufacturer narrative:
The reported complaint of a leak between the 2nd and 3rd balloons on the icy catheter (lot #172067) was confirmed during the functional testing. A bonding leak was observed at distal end of the medial balloon during the functional pressure leak test. The probable root cause of the reported leak was due to a latent defect at the bond. Visual examination of the returned icy catheter was performed, and a kinked catheter shaft at 7.5 inches away from the catheter tip. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. Observed blood residues in the balloons and luered tubings. Functional testing of the returned catheter was performed, an all infusion ports and extension tubes were flushed without resistance. During the functional pressure leak test, the icy catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at distal end of medial balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 172067.

Manufacturer narrative:
Additional information in b5.

Event description:
After one hour past of ivtm therapy, customer noticed blood tinge in the start-up kit and the thermogard ivtm system displayed "mid:09 (air trap assembly) error message. The icy catheter (lot # 172067) was removed, and the customer noticed leak between the 2nd and 3rd balloons. A new icy catheter lot #172067 and a new suk were placed to continue with treatment along with the same thermogard ivtm system. About 16 hours later, the saline bag emptied, and the thermogard ivtm system displayed "mid:09 (air trap assembly) error message. Balloon leak on the icy catheter was suspected. A new catheter, saline bag and a new suk were replaced, and treatment continued with the same thermogard ivtm system. The icy catheter insertion was smooth into the patient's left femoral vein. Per reporter, the possible cause for the catheter leaks was due to a pacemaker that was inserted into the patient's right femoral vein. No consequences or impact to the patient.